Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2014 with the following findings: the cartridge and battery compartment caps were not returned with the product; a test battery cap was used for the investigation. The display was observed to be dim, fading, and reddish in color. The battery compartment was observed to be cracked above the bumper pad and moisture was observed in the battery compartment. A leak test failed due to a battery compartment leak. The pump case was removed and no further moisture was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that there was a pixel color change in the display. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.